Manufacturer narrative:
Additional information: d9, g3, h3, h6 the reported event was confirmed as the evaluation per wi-000102310 revealed that the stepper motor is defective which caused the reported event. This is typically caused by wear and tear. In addition, the following defects were identified that are not related to the reported event: - scratched housing upper, dirty cpc connector, dirty door cover, typically caused by misuse - worn-out door locking mechanism, missing rubber foot bumper, typically caused by wear and tear.

Event description:
It was reported that during an arthroscopy surgery the suction of the device was defect. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.